Event description:
The rptr stated having tested back to back with results of 314 and 169 mg/dl. She stated that she checks the confirmation dot, but does not compare it to the color chart, and that she had not cleaned her meter since receiving it in september 1998. Two control solution tests were in range 120 and 199 (94-140). No symptoms were reported, and no harm alleged.